Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory in early-(B)(6) 2018. The base of the incision had eroded associated with suspected infection. Culture and sensitivity swabs were sent to the hospital's pathology department for confirmation. The device and electrode were successfully explanted without incident.

Event description:
Boston scientific received information that tissue culture confirmed the presence of rare staphylococcus epidermis (coagulase negative). There was no weight loss and no trauma to device.

Event description:
Boston scientific received information in mid-(B)(6) 2018 from a clinical report that patient was experiencing pocket discomfort and bruising on (B)(6) 2017. No action was taken at that time. Another clinical report in early-(B)(6) 2018 indicated that the suspected cause was attributed to infection.